Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided comprehensive pump reset information and guided the caller through the pump reset process, resulting in the successful initiation of the sensor session without further error codes.